Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 49-year-old female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included morbid obesity, seizure, acid reflux (oesophageal), itching, uterine bleeding, right lower quadrant pain, nabothian cyst and cervicitis. Concomitant products included lamotrigine, lorazepam (ativan), medroxyprogesterone (depo provera), omeprazole and topiramate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea ( cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced depression ("depression"). In 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced tinea versicolour ("tinea versicolor") and abdominal distension ("bloated"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, bacterial vaginosis, female sexual dysfunction, depression, tinea versicolour, migraine, headache, tooth disorder, dysmenorrhoea and vaginal discharge outcome was unknown and the fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tinea versicolour, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 190 lbs..the micro-insert was successfully implanted. 1 coils remained visible. The essure delivery catheter was introduced and advanced into the left tubal ostium. The micro-insert was successfully implanted. 2 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginitis /vaginal discharge,menorrhagia, most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events:abnormal bleeding (vaginal, menorrhagia) , infection (bladder/ urinary tract/vaginal)type: bacterial vaginosis , apareunia (inability to have sexual intercourse) , psychological or psychiatric problems condition: depression , rashes or skin conditions type: tinea versicolor , migraines / headaches , dental problems , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , pain , vaginal discharge , fatigue , weight gain were added. Lab data, historical drug, concomitant disease, concomitant drug were added. Lot no. Were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 49-year-old female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included obesity, seizure, acid reflux (oesophageal), itching, uterine bleeding, right lower quadrant pain, nabothian cyst and cervicitis. Concomitant products included lamotrigine, lorazepam (ativan), medroxyprogesterone (depo provera), omeprazole and topiramate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea ( cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6), the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced tinea versicolour ("tinea versicolor") and abdominal distension ("bloated"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, bacterial vaginosis, female sexual dysfunction, depression, tinea versicolour, migraine, headache, tooth disorder, dysmenorrhoea and vaginal discharge outcome was unknown and the fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tinea versicolour, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 190 lbs..the micro-insert was successfully implanted. 1 coils remained visible. The essure delivery catheter was introduced and advanced into the left tubal ostium. The micro-insert was successfully implanted. 2 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginitis /vaginal discharge,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 49-year-old female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included obesity, seizure, acid reflux (oesophageal), itching, uterine bleeding, right lower quadrant pain, nabothian cyst and cervicitis. Concomitant products included lamotrigine, lorazepam (ativan), medroxyprogesterone acetate (depo provera), omeprazole and topiramate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea ( cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced depression ("depression"). In 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced tinea versicolour ("tinea versicolor"), abdominal distension ("bloated"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain"), groin pain ("groin pain"), muscle spasms ("leg spasm"), chest pain ("stabbing pain"), anaemia ("anaemia"), mood swings ("mood swings"), inflammation ("inflamnation") and peripheral swelling ("swelling on hands"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, bacterial vaginosis, female sexual dysfunction, depression, tinea versicolour, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, abdominal pain upper, arthralgia, groin pain, muscle spasms, chest pain, anaemia, mood swings, inflammation and peripheral swelling outcome was unknown and the fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain upper, anaemia, arthralgia, bacterial vaginosis, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, headache, inflammation, menorrhagia, migraine, mood swings, muscle spasms, pelvic pain, peripheral swelling, tinea versicolour, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 190 lbs..the micro-insert was successfully implanted. 1 coils remained visible. The essure delivery catheter was introduced and advanced into the left tubal ostium. The micro-insert was successfully implanted. 2 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginitis /vaginal discharge,menorrhagia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media : abdominal pain upper, arthralgia, groin pain, muscle spasm, chest pain, anaemia, mood swings, inflammation,swelling of hands. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received : events added- abdominal pain upper, arthralgia, groin pain, muscle spasm, chest pain, anaemia, mood swings, inflammation, swelling of hands. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 49-year-old female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included obesity, seizure, acid reflux (oesophageal), itching, uterine bleeding, right lower quadrant pain, nabothian cyst and cervicitis. Concomitant products included lamotrigine, lorazepam (ativan), medroxyprogesterone acetate (depo provera), omeprazole and topiramate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea ( cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In december 2014, the patient experienced depression ("depression"). In 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6)2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced tinea versicolour ("tinea versicolor"), abdominal distension ("bloated"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain"), groin pain ("groin pain"), muscle spasms ("leg spasm"), chest pain ("stabbing pain"), anaemia ("anaemia"), mood swings ("mood swings"), inflammation ("inflamnation"), peripheral swelling ("swelling on hands") and skin disorder ("skin issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, bacterial vaginosis, female sexual dysfunction, depression, tinea versicolour, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, abdominal pain upper, arthralgia, groin pain, muscle spasms, chest pain, anaemia, mood swings, inflammation, peripheral swelling and skin disorder outcome was unknown and the fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain upper, anaemia, arthralgia, bacterial vaginosis, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, headache, inflammation, menorrhagia, migraine, mood swings, muscle spasms, pelvic pain, peripheral swelling, skin disorder, tinea versicolour, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 190 lbs..the micro-insert was successfully implanted. 1 coils remained visible. The essure delivery catheter was introduced and advanced into the left tubal ostium. The micro-insert was successfully implanted. 2 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result - not provided.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginitis /vaginal discharge,menorrhagia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media : abdominal pain upper, arthralgia, groin pain, muscle spasm, chest pain, anaemia, mood swings, inflammation,swelling of hands. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event:skin issues were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 49-year-old female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included obesity, seizure, acid reflux (oesophageal), itching, uterine bleeding, right lower quadrant pain, nabothian cyst and cervicitis. Concomitant products included lamotrigine, lorazepam (ativan), medroxyprogesterone acetate (depo provera), omeprazole and topiramate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea ( cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced depression ("depression"). In 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced tinea versicolour ("tinea versicolor"), abdominal distension ("bloated"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain"), groin pain ("groin pain"), muscle spasms ("leg spasm"), chest pain ("stabbing pain"), anaemia ("anaemia"), mood swings ("mood swings"), inflammation ("inflamnation"), peripheral swelling ("swelling on hands"), skin disorder ("skin issues"), metrorrhagia ("heavy bleeding with tennis balls size clots "), blood loss anaemia ("anaemia"), erythema ("patches above the red spot"), pain in extremity ("thigh pain"), back pain ("lower back pain"), seizure ("seizure") and lymphadenopathy ("scatted lymph nodes all around my chest"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, bacterial vaginosis, female sexual dysfunction, depression, tinea versicolour, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, abdominal pain upper, arthralgia, groin pain, muscle spasms, chest pain, anaemia, mood swings, inflammation, peripheral swelling, skin disorder, metrorrhagia, blood loss anaemia, pain in extremity, back pain, seizure and lymphadenopathy outcome was unknown and the fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain upper, anaemia, arthralgia, back pain, bacterial vaginosis, blood loss anaemia, chest pain, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, groin pain, headache, inflammation, lymphadenopathy, menorrhagia, metrorrhagia, migraine, mood swings, muscle spasms, pain in extremity, pelvic pain, peripheral swelling, seizure, skin disorder, tinea versicolour, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 190 lbs..the micro-insert was successfully implanted. 1 coils remained visible. The essure delivery catheter was introduced and advanced into the left tubal ostium. The micro-insert was successfully implanted. 2 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result - not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginitis /vaginal discharge,menorrhagia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media : abdominal pain upper, arthralgia, groin pain, muscle spasm, chest pain, anaemia, mood swings, inflammation,swelling of hands, heavy bleeding with tennis balls size clots, anemia, erythema , back pain, thigh pain, seizure, lymphadenopathy . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-may-2020: social media received- new events patches above the red spot lower back pain, thigh pain, seizure, scatted lymph nodes all around my chest were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 49-year-old female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included obesity, seizure, acid reflux (oesophageal), itching, uterine bleeding, right lower quadrant pain, nabothian cyst and cervicitis. Concomitant products included lamotrigine, lorazepam (ativan), medroxyprogesterone acetate (depo provera), omeprazole and topiramate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea ( cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced depression ("depression"). In 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6)2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced tinea versicolour ("tinea versicolor"), abdominal distension ("bloated"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain"), groin pain ("groin pain"), muscle spasms ("leg spasm"), chest pain ("stabbing pain"), anaemia ("anaemia"), mood swings ("mood swings"), inflammation ("inflammation"), peripheral swelling ("swelling on hands"), skin disorder ("skin issues"), metrorrhagia ("heavy bleeding with tennis balls size clots ") and blood loss anaemia ("anaemia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, bacterial vaginosis, female sexual dysfunction, depression, tinea versicolour, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, abdominal pain upper, arthralgia, groin pain, muscle spasms, chest pain, anaemia, mood swings, inflammation, peripheral swelling, skin disorder, metrorrhagia and blood loss anaemia outcome was unknown and the fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain upper, anaemia, arthralgia, bacterial vaginosis, blood loss anaemia, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, headache, inflammation, menorrhagia, metrorrhagia, migraine, mood swings, muscle spasms, pelvic pain, peripheral swelling, skin disorder, tinea versicolour, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 190 lbs. The micro-insert was successfully implanted. 1 coils remained visible. The essure delivery catheter was introduced and advanced into the left tubal ostium. The micro-insert was successfully implanted. 2 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result - not provided.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginitis /vaginal discharge,menorrhagia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media : abdominal pain upper, arthralgia, groin pain, muscle spasm, chest pain, anaemia, mood swings, inflammation,swelling of hands, heavy bleeding with tennis balls size clots, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- heavy bleeding with tennis balls size clots, anemia. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.